Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged stuck in the monitor belt receptacle, preventing functionality testing from being performed. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.